Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (45 mg/dl). Customer believes low bg's are due to their pump settings being recently increased. Customer brought bg's back to target range with glucose tablets. Customer indicated they will discuss their pump settings with their health care professional.